Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device via femoral artery. It was reported that during the procedure, the catheter tip allegedly detached and remained inside the 6f flip-over sheath after one aspiration cycle. The guidewire, catheter tip, and sheath were removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was not returned for evaluation, and a physical investigation was not performed on the catheter. The user report and the provided images contain information regarding catheter detachment of device or device component. After review of the provided images detachment of device or device component can be confirmed. A clear root cause for these incidents could not be identified but detachment represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device via femoral artery. It was reported that during the procedure, the catheter tip allegedly detached and remained inside the 6f flip-over sheath after one aspiration cycle. The guidewire, catheter tip, and sheath were removed. The procedure was completed using another device. There was no reported patient injury.